Event description:
It was reported that the patient's aveir system sent a remote transmission stating an invalid programmer parameters error. The patient presented in clinic for follow-up. Upon device interrogation, another error was noted that was successfully cleared and no further issues were observed. No additional intervention was performed. The patient was stable.